Event description:
I was implanted with essure on (B)(6) 2014 and my life has been a downward spiral of medical problems ever since. Things have started slowly and gradually happened - event after event - from that time to the present day. I started having pains on my right side - to which there was no explanation. I was diagnosed with right side heavy fecal load on a separate occasion - because I go through spells of constipation - even on stool softeners - again no explanation. I was then diagnosed with nafld (B)(6) 2017 - to which they had no explanation as to why. I suffer daily with headaches, pains around my rib cage, hip pain, ibs, spells of constipation or diarrhea, bladder leakage at times - it comes and goes, weight loss followed by a serious weight gain - even when on a restricted diet, anemia - blood transfusions, teeth are cracking, itching and rashes - again no explanation and comes and goes, numbness in the arms - again at times and comes and goes - my arms hurt and I get a knot on them at times near the elbows on the outer arms and they do not want to work properly at times - it hurts to move them. I swell and look like I am pregnant at times - again it comes and goes - bleeding at times - very painful and what comes out of me burns the outer skin of my vagina, painful intercourse, I have spells of a perpetual period - it goes on and on for days - breaks for a day or two and then comes back, I have a swollen liver and spleen, uncontrollable blood pressure - even on medications, I get brain fog at times and it is frustrating, my vision blurs - again on and off with no explanation, I walk around in a constant state of pain all over my body to include my uterus - it feels like I am in labor all the time, I am now gluten intolerant - never had that before - this just started this year, and I feel sick to my stomach every single day. My legs hurt with pains that extend into my feet - comes and goes with no explanation - I suffer with vitamin d deficiency and iron and b-12 deficiency. I get spells of extreme anxiety that I strive to try to control but I cannot - again to explanation as to why all of a sudden I have this - I also have neck and low back pain. The essure device on the right side of my body has migrated outside of the uterus - the left side is trying to move out at the present moment - causing severe pain to me and my internal organs. I am getting a total hysterectomy on (B)(6) 2017.